Event description:
It was reported that the patient was admitted to the hospital with complaints of lightheadedness. Telemetry showed intermittent loss of capture and high thresholds. Lead dislodgement due to twiddler's syndrome was suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.